Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("injury") in a 49 year-old female patient who had essure inserted for female sterilisation. Concurrent conditions were listed as menses irregular, pelvic pain female, menorrhagia and abnormal uterine bleeding. On an unknown date, the patient had essure inserted. On (B)(6) 2018,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic subtotal hysterectomy with salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2018: there is a small gastroesophageal hiatal hernia. Clinical history: postoperative abdominal pain following subtotal hysterectomy. Findings: post operative a subtotal hysterectomy and edematous changes noted at surgical site with small lung of a fluid collection in the right median cul-de-sac. Status post cholecystectomy: the liver, spleen, pancreas, adrena glandsare normal [pathology test] on (B)(6) 2018: final diagnosis: uterus, hysterectomy with bilateral salpingectomy and life oophorectomy serosa: unremarkable. Cervix: not present. Endometrium: proliferative phase, negative for hyperplasia. Myometrium: adenomyosis, leiomyoma x1. Fallopian tube segments: para tubal cysts. Complete cross sections seen. Contraceptive wire seen in each. Ovary: left- atrophy, follicle cyst, negative for malignancy. Clinical history: chronic pelvic pain and menorrhagia. Specimen submitted. 1.uterus and left tube with essure and ovary, left tube with essure gross description: sectioning reveals a unremarkable stellate lumen and within both tubes proximally is a coiled metal wire quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("injury") in a 49 year-old female patient who had essure inserted for female sterilisation. Concurrent conditions were listed as menses irregular, pelvic pain female, menorrhagia and abnormal uterine bleeding. On (B)(6) 2018, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (laparoscopic subtotal hysterectomy with salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2018: there is a small gastroesophageal hiatal hernia. Clinical history: postoperative abdominal pain following subtotal hysterectomy. Findings: post operative a subtotal hysterectomy and edematous changes noted at surgical site with small lung of a fluid collection in the right median cul-de-sac. -status post cholecystectomy: the liver, spleen, pancreas, adrena glandsare normal. [Pathology test] on (B)(6) 2018: final diagnosis: uterus, hysterectomy with bilateral salpingectomy and life oophorectomy. Serosa: unremarkable. Cervix: not present. Endometrium: proliferative phase, negative for hyperplasia. Myometrium: adenomyosis, leiomyoma x1 fallopian tube segments: para tubal cysts. Complete cross sections seen. Contraceptive wire seen in each. Ovary: left- atrophy, follicle cyst, negative for malignancy. Clinical history: chronic pelvic pain and menorrhagia. Specimen submitted: uterus and left tube with essure and ovary, left tube with essure gross description: sectioning reveals a unremarkable stellate lumen and within both tubes proximally is a coiled metal wire. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.